Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed alert (red led) and prompted "push the restart button" upon powering on" was confirmed during the functional testing and based on the review of the archive data. The autopulse platform shows an alert (red led) whenever an error or fault condition exists for the platform, and the customer reported "push the restart button" message was verified to be user advisory (ua) 45 (not at "home" position after power-on/restart). The root cause for the ua45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed a hole on the load plate cover that affects the watertight seal. The root cause was likely attributed to user mishandling. The load plate cover needs to be replaced to address the observed physical damage. The archive data review indicated several ua45 error messages on the reported complaint date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on, thus confirming the reported complaint. The driveshaft was rotated to the home position using the administrative menu to clear the ua45 error message. Following, this the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. Zoll is awaiting customer approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During the training session performed by the customer, the autopulse platform (sn (B)(4)) displayed an alert (red led) and prompted "push the restart button" upon powering on. The customer replaced the lifeband and the li-ion battery; however, the issue persists. No patient involvement.